Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip was damaged but functional, stylus tip position on touch screen needed calibration, handle update was required (hardware), logo button was missing, paper tray was empty, micro switch printer was broken, bullets assay were missing/broken and the bezel had minor damage but was considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for printer repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.